Manufacturer narrative:
Investigation: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. A full root cause analysis could not be conducted with the available information as there was no sample returned and is closed without a conclusion. Until samples are available no further investigation will be carried out.

Event description:
It was reported that bd ultrasafe¿ plus x100l plunger was loose before use. The following information was provided by the initial reporter: plunger was loosing during removing the needle shield, solution was leaking. Upon sample evaluation, the plunger can be fixed normally.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe¿ plus x100l plunger was loose before use. The following information was provided by the initial reporter: plunger was loosing during removing the needle shield, solution was leaking. Upon sample evaluation, the plunger can be fixed normally.